Manufacturer narrative:
As reported, a maxi ld 16x6 80cm balloon ruptured at four atmospheres (4 atm) with in an unknown stent and then lost pressure at nominal during a percutaneous transluminal angioplasty (pta) of a heavily calcified superficial femoral artery (sfa) lesion. The physician stated the balloon lost pressure after numerous inflations inside of the unknown stent. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17644432 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the balloon burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified) may have contributed to the reported balloon burst as calcification/resistant lesion can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿in vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17644432 presented no issues during the manufacturing process that can be related to the reported event.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a maxi ld 16x6 80cm balloon ruptured at 4 atmospheres (atm) with in an unknown stent and then lost pressure at nominal during a percutaneous transluminal angioplasty (pta) of a heavily calcified superficial femoral artery (sfa) lesion. The physician stated the balloon lost pressure after numerous inflations inside of the unknown stent. There was no reported patient injury.